Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms were noted. The motor tested okay. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during a visual inspection.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump. The customer was provided assistance with clearing the alarm, advised to disconnect from the insulin pump and was unable to rewind it. Her blood glucose level was 87 mg/dl. Advice was given to the customer to discontinue pump usage and revert to a back-up plan. Nothing further reported.